Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) was explanted and replaced due to an unknown cause. No additional adverse patient effects were reported. This lead is not expected for return.

Manufacturer narrative:
This additional (correction) report is being filed to include the correct aware date of (B)(6) 2024. The field representative provided further information indicating that they were first made aware of this event on this day. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) was explanted and replaced due to an unknown cause. No additional adverse patient effects were reported. This lead is not expected for return. This additional report is being filed to include the correct aware date of (B)(6) 2024 instead of (B)(6) 2024.